Event description:
Customer reporting 1 conflicting sars result with another brand rapid antigen test. Customer states the qv otc result was positive while the other brand rapid antigen was negative. No confirmation testing was performed. Customer is symptomatic with aches.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine source: phone.